Event description:
It was reported that an ilet bionic pancreas sustained a cracked touchscreen with a nonvisible lcd, rendering the device nonfunctional and no longer watertight, and a replacement was arranged with instructions to shut down the device and return it using a provided label. Symptoms included none, and blood glucose was reported as 89 mg/dl. Outcomes included no clinical impact, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included troubleshooting and education with verification of addresses, delivery timeline communication, and guidance to back up therapy via alternative methods due to inability to assess device functionality. Investigation of the returned device revealed a hardware issue consistent with screen and bezel damage affecting the display component and overall device integrity, requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.